Event description:
It was reported that an incident occurred with a flexible cryoprobe prior to a procedure. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robot. No information was provided regarding any other accessory employed during the incident or the cryosurgical unit's settings. Per the complainant, the doctor (dr. (B)(6)) was using the cryoprobe and the rubber part of the probe "popped." A few people were checked for hearing issues, but no patient injury occurred.

Manufacturer narrative:
The cryoprobe has not been returned for an evaluation. However, based upon similar reported events, it appears that the accessory's failure was due to a manufacturing defect (note: see assessment by erbe germany). However, no conclusive determination can be made as to the cause since the device has not yet been inspected. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause of the event besides a manufacturing defect, another follow-up report will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than (B)(4) of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer will be made aware of the findings.